Event description:
It was reported to medtronic minimed that the customer reported physical damage to the insulin pump. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed and the customer reported of crack behind the pump. No harm requiring medical intervention was reported. Product return was requested for mmt-1884 and the insulin pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the case on the battery tube side which starts at the corner of the left belt clip rail, broken left belt clip rail, crack in the select keypad button. The pump was received with a battery cap. The battery cap contact was missing. In summary, the customer¿s report of a crack in the case was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.